Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of unacceptable threshold was not confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.